Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a pinhole in the patient line of an integrated apd set w/cassette which resulted in a leak; further described as ¿about 3 inches below the patient line" and "around the area where the patient line is clipped in the organizer¿. This occurred during set up of peritoneal dialysis (pd) therapy. Renal therapy services assisted the patient in removing the supplies and advised them to start over therapy with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.